Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardiac monitor was incorrectly marking premature ventricular contractions as atrial fibrillation episodes. The device was sensing appropriately. No intervention was performed. Patient was stable throughout event.